Event description:
It was reported that a user experienced a hypoglycemic event detected by continuous glucose monitor (cgm) with a nadir of 45 mg/dl and subsequently paused the ilet out of concern for further insulin delivery, after which hyperglycemia with a reported value of 234 mg/dl occurred when insulin therapy remained paused. The event involved use-of-device issues and required oral glucose treatment. Symptoms included hypoglycemia with sweating and fatigue. Outcomes included the need for unexpected medication intervention with oral carbohydrates. Investigation included communication with the user and analysis of information provided by the user, along with troubleshooting and education on not pausing the ilet during low glucose events and assistance with a factory reset. Investigation of this case revealed no device problem, a use-of-device problem related to pausing therapy, and no specific component issue identified. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.

Manufacturer narrative:
Initial